Event description:
It was reported that (2) devices were used during a prostatectomy. It was reported by the affiliate that the mcl20 instruments clips blocked continuously after firing some clips (misfiring) there was no consequence to the pt.